Event description:
Event description boston scientific received information that during a follow-up visit, this pacmaker revealed decreasing amplitude of the r-waves. The device was reprogrammed to unipolar configuration. However, one stored electrogram revealed ventricular oversensing with noise. The patient felt lightheaded at the time this electrogram was stored. Impedances and thresholds were within normal range. A rhythm strip was faxed to technical services for review.